Manufacturer narrative:
Date of birth: correction. Device identification: additional information. Device manufacture date: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The site reported the patient had cultures from the driveline exit site on (B)(6) 2018. Cultures revealed pseudomonas . The patient started cipro on (B)(6) 2018. No further information was reported.

Event description:
The site reported the patient had cultures from the driveline exit site on (B)(6) 2018. Cultures revealed pseudomonas . The patient started cipro on (B)(6) 2018. No further information was reported.